Event description:
It was reported that a critical alarm occurred. Interrogation showed that a "motor stall occurred" on (B) (6) 2010 at 1:33 and "stopped pump period may exceed tube set" on (B) (6) 2010 at 11:33. There was no evidence the pt was in acute withdrawal. The doctor aspirated the reservoir, 6mls was expected, but 12mls was aspirated. A dye and roller study were recommended as well as re-interrogating the pump to check if the motor stall had recovered, but had not been performed at the time of the report. The pt was scheduled for additional testing and troubleshooting on (B) (6) 2010. The hcp opted to try oral medications prior to deciding to replace the pump. The pt did experience an increase in foot pain. The drug in the pump was diamorphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).